Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia with blood glucose of 500 mg/dl. The customer was treated with food. The customer experienced any symptoms such as deep breathe as result of high blood glucose. Customer was using auto mode feature at the time of high blood glucose event the insulin pump will not be returned for analysis.